Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass roux-en-y procedure, while being applied at the closure of the common opening on the jejunostomy anastomosis, the staple line looked different than normal with potential malformed staples, therefore additional suturing had to be done, which caused tissue to bunch up more than usual around the anastomosis. They used different device to complete the case.